Event description:
It was reported that the pump charger was not functioning as expected, with the charger¿s indicator light intermittently turning green and the pump ultimately losing power, leading the user to transition to multiple daily injections. Symptoms included no adverse clinical effects. Outcomes included no impact to activities of daily living and no medical intervention beyond switching to alternate insulin therapy. Investigation included remote troubleshooting constraints and shipment of a replacement charger. Investigation of this case revealed a suspected charger performance issue leading to inadequate charging and resultant pump power loss. It was concluded, based on previously established findings for similar reports, that the cause was likely a malfunction of the external power accessory.